Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis revealed the inferior vena cava (ivc) filter is in place. The filter is angulated with the apex pointed medially. The apex of filter appears to be within or to slightly penetrate the wall of the ivc on medial aspect. The tip is below the lowest renal vein on right and is less than 2cm below the vein. There is perforation of the ivc wall of at least 3 struts which are shown to lie at least 4mm outside the ivc wall.